Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that no suction could be achieved. Potential factors that can contribute to the reported event include the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. A clinical/medical assessment was performed and determined no further actions are required. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. The device used in treatment has been returned and evaluated. Visual inspection of the returned device found no issues. Functional evaluation was performed. When fresh batteries were inserted, the device functioned without issue. Device performance data found the device ran for just over 10 hours. No errors or issues were identified. The assessment cannot establish a relationship between the device and the event reported or determine a root cause on this occasion. Factors that can contribute to the reported event include application technique. The instructions for use outlines a step-by-step guide for safe and effective application of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. A clinical/medical assessment was performed and determined no further actions are required. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the pico 7 had been working post c-section but quit working after 8 hours. Patient stated that the pump had been flashing green on nights with a seal. The pack was flashing orange and no suction was noted. The whole dressing appeared well sealed. The dressing was reinforced and started again. No suction was noted and the battery pack continued to flash orange. The entire dressing was switched out and ensured a good seal but no suction and flashing orange. Treatment with pico was discontinued and an island dressing was applied with no delay.